Event description:
It was reported, that the video telescope image was blue. The issue was found when it was plugged into the olympus column after being taken out of the sterilization box. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d4, d8, d9 - device available for evaluation, d9 - date returned to mfg., h3, h4, h6, h10, h11. Correction: d10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device evaluation found the fibre bonding in the outer tube area (distal end) damaged based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video telescope image was blue. The issue was found when it was plugged into the olympus column after being taken out of the sterilization box. The procedure was completed with a similar device. There were no reports of patient harm.